Event description:
The reported product code may have contributed to this pt's line infection. Pt began home infusion therapy with a dual-lumen broviac catheter in 2003. Was receiving neupogen also. Reportedly, broviac catheter was removed and PICC placed 7 months later. In addition, pt required intravenous antibiotic therapy (vancomycin, zosyn, and tobramycin of unk manufacturer, dosage, frequency, and duration) and was readmitted to hospital for treatment. Reporting facility states caps are routinely changed every 7 days. It was reported that infection eventually resolved with no sequelae.